Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing record for device tg4020/unk was not possible since the lot number was unavailable. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional devices implanted.

Event description:
In 2003, the pt underwent open repair of an abdominal aortic aneurysm. In 2008, the pt underwent repair of a 10 cm thoracic aortic aneurysm with 3 gore tag thoracic endoprostheses being implanted. At the time of this procedure, the anastomosis from the previous surgery required reconstruction. Additionally, a portion of the superficial femoral artery required grafting. The pt tolerated the procedure. At a one month follow-up, a computed tomography angiography revealed expansion of the thoracic aneurysm from 10 cm to 12 cm, with evidence of a type iii endoleak occurring. This also was associated with large left pleural effusion, which was either reactive or indicative of a slow contained rupture. Approx two months later, the pt presented with a ruptured aneurysm and emergently underwent repair with the implantation of two additional gore tag thoracic endoprostheses. The pt was discharged in stable condition to a nursing home four days later. The pt expired ten days later, from a ruptured aneurysm.